Manufacturer narrative:
The reprogramming of the ¿rv autothreshold¿ as off is an expected behavior, for which this algorithm is deactivated in case of ddd programming and a avd rest shorter than 110ms. In the case of the device 142dh04c it is programmed to and avd rest of 70ms, so the smartview will force the programming of the ¿rv autothreshold¿ to off. This constraint has been introduced in the smartview 3.16 version. The reprogramming of the ¿atrial sensitivity¿ value to 0.4mv is a limitation introduced in the smartview 3.16. In case of a device is programmed with sonr lead activated and a pacing mode with the rate response activated, the ¿atrial sensitivity¿ value of 0.2 mv is not allowed for programming. For the device 017df01f, the sonr lead is well activated, and the pacing mode is dddr, falling in the case of this limitation, forcing the ¿atrial sensitivity¿ value of 0.2 mv to 0.4mv. This limitation is expected to be corrected in one of the upcoming smartview releases.

Event description:
During interrogation with a smarttouch programmer with smartview 3.16 installed, some parameters where marked in orange, as they where changes but not programmed; nonetheless, no changes to such parameters were done. The same behavior occurred in different follow-ups,